Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the pump was replaced on (B)(6) 2018 and must clear pathology before being returned to the manufacturer. The catheter was successfully aspirated so only the pump was replaced. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via a manufacturer's representative (rep). The patient was receiving 2000mcg/ml baclofen at 1600mcg/day. It was reported that the patient had volume discrepancies over the last year. The hcp reported that the patient showed up with 7ml in the pump at every refill in the last year regardless of the expected volume. The patient was referred for a pump replacement. It was reported that the issue was not resolved at the time of the report. The patient's status was noted as "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable pump for intractable spasticity and head/brain injury. It was reported that there had been times when the patient would always have a little more medication left over than expected. They were unsure if it was always the case, but there was one time where they brought the patient in for a refill and the hcp showed a little concern and would watch him to see how much was left in the pump next time. This occurred in the last 6 months. No symptoms were reported. When asked about the dose and concentration of baclofen, it was stated that it was unknown, but that the patient was at the highest dose they could give him. No further issues were reported or anticipated.